Event description:
A prultra endo tip separated outside of a pt's mouth. No injury occurred as a result as no pt was involved in this event.

Manufacturer narrative:
In this incident, a proultra tip #4 deparated outside of a pt's mouth. Though there was no report of pt injury (as no pt was involved in this event), there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude was permanent impairment of a body structure or function. The device was not returned for eval, though results are not available as of this report.